Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure of the cutter occurred. The condition of aspiration was unknown. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product samples have been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation. The complaint sample was visually inspected and deemed nonconforming. The needle is bent at stiffener. Actuation testing was performed and deemed nonconforming. Cut testing was performed and deemed nonconforming. The sample does not cut. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Inner cutter is slightly bent. Wear marks at bend area. Gouge marks at the cutting edge and along a section of the inner cutter. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. A retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe had an actuation issue. The root cause for the probe nonconformance is due to due to the excessive surgical time of 120 minutes for the probe being used. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the needle and the inner cutter such that the cutter function becomes poor, bent, or not function at all. No action is being taken as it appears that the cutter not working was due to excessive use of the probe by the user. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).